Event description:
A surgeon reported having intermittent capsulotomy tags and radial anterior capsule tears, observed on two pts during laser assisted cataract procedures. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested. (B)(4).